Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was hospitalized with hallucinations while using a cadd® cadd-legacy® duodopa pump. No other information was provided as to how this occurred or the current status of the patient. The patient was resumed on duodopa therapy as the nurses called with questions on how to connect the pump.